Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt (age & gender unk) in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinician's believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.